Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the lock failed on the refrigerator. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lock failed on the refrigerator, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.